Event description:
During test, device exhibited an ECG comm error. There was no patient involvement.

Manufacturer narrative:
Evaluation of the device disclosed an intermittent "ECG comm error". The cause of the failure was an intermitten loss of continuity between an integrated circuit and its mating socket. The device was repaired by reseating and securing its integrated circuits in its socket. Device was tested after repair and found to perform in accordance with its specifications.